Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for routine follow up, the atrial lead exhibited noise. The device sensitivity was reprogrammed. The patient would be monitored.